Event description:
The facility reported that while repositioning a patient, the caregiver pressed the up button of the handset and the lift kept moving up after the button was released. The caregiver pulled the red emergency cord, but the lift did not stop until the spreader bar reached the cover. No injuries were reported. (B)(4).